Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was unknown. It was unknown that how customer was treated for high blood glucose. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.